Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided by the customer. No sample available from the customer to investigate. Complaint cannot be confirmed. Root cause unknown. Teleflex will continue to monitor feedback from customers related to this issue.

Event description:
The customer alleges that there is a leak in the device. Frequent change of the aquapak is needed.